Manufacturer narrative:
The "patient identifier" and "date of event" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges releasing the joystick and the powerchair kept going and customer crashed into stove causing injury.

Manufacturer narrative:
This is a duplicate file of 2530130-2019-00080.

Event description:
Alleges releasing the joystick and the power chair kept going and customer crashed into stove causing injury.